Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that interstim is not working, meaning that they experience a loss of therapeutic effect before christmas and it has gotten worse since. Patient is having accidents and the therapy is not helping their bladder. Patient also noted that when they increase amplitude it shocks them but only when they increase it. Patient had switched from program 1 to program 2 and it worked some but has lost therapeutic effect since then. Patient stated they just figured the interstim had moved which is what is causing the problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.